Manufacturer narrative:
(B)(4). Batch # unk. A specific lot # could not be provided. The manufacturing record evaluation was performed for the 2 potential lot #'s, and the manufacturing criteria was met prior to the release of this batch/lot. Lot r40n2y; lot r40g14. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What color cartridges were used and corresponding anatomical structures? Was buttressing material used? Does the surgeon routinely wait 15 seconds prior to firing? Were there issues with hemostasis in primary procedure? Were any staple formation issues noted throughout the care of patient? How was the bleeding identified? Was there any additional medical or surgical treatment required other than a blood transfusion? What is the current patient status?

Event description:
It was reported that the patient underwent gastroplasty without complications in the surgery. After 24 hours the patient presented enterorrhagia and after 36 hours had another episode of enterorrhagia. It was necessary to perform blood transfusion (2 units), due to probable bleeding in the entero-entero anastomosis.